Event description:
It was reported that the patient had a neurostimulator implanted in his back in (B)(6) 2005. The leads broke and the patient experienced shocking and burning every time he turned the device on. The patient had the device checked in (B)(6) 2009 and a manufacturer representative adjusted the settings. It was reported that immediately after the adjustment the patient's chest was palpating so bad he thought he was going to have a heart attack. After the appointment, the patient continued to experience shocking and burning when the device was on, and when it was on "his wife could smell bbq." The patient found a new hcp and when the device was checked the "parameters were way out of wack." An x-ray determined that the leads were broken and "floating around in his back." The device was removed and "the leads were actually bare." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer 7435, serial # (B)(4); extension model 748951, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown; extension model 748951, serial # (B)(4), implanted: (B)(6) 2005, explanted: unknown; lead model 3998, lot # v001559, implanted: (B)(6) 2005, explanted: unknown.